Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of intimal dissection, thrombosis, and angina are listed in the xience pro a everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified distal left anterior descending coronary artery. The patient presented with a non st-elevated myocardial infarction. A 3x28mm xience pro a stent was implanted on (B)(6) 2020. A dissection appeared during the procedure, and in-stent thrombosis was noted in the middle segment of the stent two hours later along with chest pain. An unspecified 3x20mm nc balloon was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.